Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that an unknown zimmer abutment screw loosened. Tooth location 19.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. Zimmer biomet complaint (B)(4).